Manufacturer narrative:
Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator unit is not working. The customer reported there was no patient involvement.